Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra meter would not power on. It is not clear as to what date/time the alleged meter issue started. The one touch customer advocate (otca) noted that the issue started "over a week." As a result of the alleged meter issue, the patient decreased his medication dosage(s). The patient took a 1/2 pill of glyb/metform. On an unknown date/time after the alleged meter issue began, the patient claims that she developed symptoms of shakiness. It would have been helpful to know the following information. The patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, what the patient's last blood glucose reading was before the reported meter issue began, and when the last result was obtains. In addition, it would have been helpful to know if the patient was able to test her blood glucose on the reported meter or on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.